Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing and episodes of automatic mode switching was observed on the right atrial (ra) lead. Ra lead insulation damage was suspected to be the cause of the event. Lead provocation testing is anticipated to be performed at the patient's next in clinic follow-up. The patient was in stable condition and will continue to be monitored.